Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and became frozen on various screens. In addition, it was reported that the pump touch screen registered false clicks. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.